Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/27/2020. Additional h3 investigation summary: it was reported performance pull off - suture needle. An empty labeled winding former and a needle/suture in two sections of product code z464, lot pjk558 were returned for evaluation. During the visual inspection of the sample, the needle was received broken in two section, swage area attached to suture piece and a needle piece. Due to condition of the broken needle, additional evaluation was necessary to determine the assignable cause. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pjk558, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown chest surgery on unknown date and the suture was used. During the procedure, the suture was detached from the needle during use. It was not a control release needle. There were no patient consequences reported.